Event description:
It was reported that the insulin pump alarmed compromised forced sensor system. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Insulin pump was received with error alarm during basic occlusion test due to protruded/loose drive support disk. Insulin pump had minor scratched lcd window and cracked reservoir tube lip.